Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and unknown suture was used. It was also reported that during the procedure, after opening the foil, the suture was found into ashes. There were no adverse patient consequences reported. Additional information has been requested.